Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow up report.

Event description:
It was reported that a ventilator failure occurred during use of the device. Mechanical ventilation was no longer possible. It was switched to manual ventilation. After restart of the anesthesia device the surgery was continued.

Manufacturer narrative:
The device was subject to an on-site evaluation performed by a dräger service engineer. It was not possible to reproduce the reported failure. The ventilator unit has been replaced. Thereby, it was found that the diaphragm had wrinkles. This could also be comprehended by means of the fotos provided. Traces of bending lines indicate that the diaphragm possibly got wrinkled during operation. According to the logfile records the ventilator detected a wrong motor position during the reported time in question. As a consequence the ventilator initiated an autonomous shutdown while changing mode to man/spont and generating the appropriate ventilator fail alarm. Manual ventilation remains possible in this case. Based on the available information the root cause could not be clearly determined. But it it possible that the motor was briefly blocked due to external influences as an external gas measurement (applying a sample gas flow) was used. The device has reacted as specified for the detected situation by switching off the ventilator and generating appropriate alarms. Finally, the device was tested and returned to use without further problems reported. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that a ventilator failure occurred during use of the device. Mechanical ventilation was no longer possible. It was switched to manual ventilation. After restart of the anesthesia device the surgery was continued.